Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's mother reported via phone call that the insulin pump turned off and on and that numbers were counting. The software version number displayed on the screen and various battery errors were displayed. The battery was changed but the plastic was ruined. The patient's blood glucose at the time of incident is unknown; however, the patient's blood glucose was reported as normal and that her highs were in the 200 mg/dl range. Troubleshooting was initiated for the insulin pump. The device had alarmed battery out limit during normal use. The alarm history also had a motor error alarm, failed battery test alarm, and several weak battery alerts. No products were returned for analysis and a replacement battery cap was shipped to the customer.